Manufacturer narrative:
It was reported that while replacing the articulated arm by the support arm, the field service engineer had trouble because a piece was missing. So he reinstalled the articulated arm for use until the missing piece was received for installation. When the articulated arm was reinstalled, the surgeon noticed that it was stuck. The cause of this event is probably a servicing error. The field service engineer did not re-install the articulated arm properly. The support arm was finally installed on 20-nov-2017.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the surgeon noticed that the articulated arm was not working after being incorrectly reconnected during the previous maintenance, results in 10 minutes delay during the case. The case was completed as scheduled.